Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys vitamin b12 immunoassay (b12) results for multiple patients tested on a cobas 8000 e 801 module. A general practitioner stated that they had one patient with an initial b12 result of 87 pmol/l that when repeated had a b12 result of 117 pmol/l. This caused the general practitioner to request that all patient samples with a b12 result below 150 pmol/l to be retested. The customer provided b12 results for 61 patients of which 11 were reportable malfunctions. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The b12 reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.